Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with central cornea haze in the right eye (od). The date of treatment was 5/20/2016 and the date of discovery was 7/05/2016. The patient had commented on there was no improvement in vision and had blurry vision. The patient experienced loss of 3 lines of best corrected visual acuity. Topical steroid dosage was increased to resolve the symptoms. Pre-op; bcva from (B)(6) 2016: right eye: pre-op 20/25 -6.25 x -.25 x 52; left eye: pre-op 20/25 -7.25 x -.25 x 155. Post -op; bcva from (B)(6) 2016: right eye: post-op 20/40 -1.00 x -.50 x 0; left eye: post-op 20/15 .00 x -.00 x 90.